Event description:
It was reported that the pulse generator could not be interrogated attempts were made with three different programmers. A software download and interrogation in a different room were also unsuccessful. As the patient was pacemaker dependent, the physician elected to replace the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.